Event description:
The customer stated that she was hospitalized because of hypoglycemia seizures. The customer's blood glucose reading was 390 mg/dl at the time of the report. The customer stated that she is a brittle diabetic and experiences high and low blood glucose levels frequently. The customer was taken off the insulin pump when she was hospitalized. When the customer attempted to reconnect, the insulin pump alarmed no delivery and the screen went black. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.